Event description:
A pt reported experiencing inaccurate erratic results with a one touch meter. In 2001, pt's blood glucose was 9.0 versus 7.0mmol/l lab. Tests were done 15 minutes apart. Pt did not experience any adverse events. No further info has been reported.